Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that suspension escapes from the screw cap when the pre-filled syringe (pfs) is vented. The pfs was inspected and the point at which the suspension leaked around the screw cap was visible. The pfs appears to have been assembled correctly.

Manufacturer narrative:
The device history record (DHR) for lot 112744 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device(s) could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.